Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was found that the on/off key of the keypad was unresponsive and the main battery pack was dead. Unable to determine what caused this. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10546. The report was submitted in error.

Event description:
It was reported that a smiths medical capnograph was not turning on. No adverse patient effects were reported.